Event description:
Procedure: vats. According to the reporter: the instrument could not be fired after it was loaded successfully. The surgeon used another new cartridge to complete the operation. Surgery time was extended by more than 30 minutes.